Event description:
A 24 mm amplatzer septal occluder (aso) was implanted (the patient's qp/qs ratio was 3.22 and the aortic rim measured 3 mm). A post-implant echocardiogram showed the disc intermittently pushing against the sinus valsalva during the cardiac cycle. A trans-thoracic echocardiogram performed at the one-month follow-up exam revealed a subtle indication of a shunt and no indication of erosion. The patient's ldh was approximately 200 pre-implant, but had increased about 50% one month later. It was suspected that the shunt started about this time. On (B)(6), a trans-esophageal echocardiogram was performed during the patient's three-month follow-up exam. On (B)(6), an aortogram was performed and an aortic, right and left atrial shunts were confirmed and erosion was suspected. The physician suspected that because the left atrial disc is larger than the right disc that the left disc may have compressed the left atrial wall resulting in a perforation of the adjacent aorta. The patient had not reported any chest discomfort. On (B)(6), the patient underwent surgery to explant the aso and surgically repair the defect.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.